Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe alarm goes off during use. The following information was provided by the initial reporter, translated from polish to english: the syringes are not working properly. While the medicine is being delivered through the syringe, the alarm goes off even though there is approximately 10 ml of medicine left.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-feb-2023. Investigation summary several samples were provided to our quality team for investigation. The product was visually inspected, no damage or molding defect was observed that could have contributed to the reported issue, the plunger moves properly along with barrel and the stopper was correctly assembled. A device history review was performed for reported lot 2209081, no deviations or non-conformances related to this issue were identified during the manufacturing process. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Testing results were reviewed for lot 2209081 and all results were found to be within required limits. The returned samples underwent the same testing and verified all product was within required specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe alarm goes off during use. The following information was provided by the initial reporter, translated from polish to english: the syringes are not working properly. While the medicine is being delivered through the syringe, the alarm goes off even though there is approximately 10 ml of medicine left.